Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("complications: uterine perforation without any significant bleeding"), device expulsion ("on the left the device has migrated into the uterine cavity"), staphylococcal infection ("abcess full of staph infection") and pelvic mass ("pelvic mass/mass in my right buttock") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal irritation, dryness vaginal, candidiasis (of vulva and vagina), anxiety disorder, arthritis, asthma, depression, migraine, pregnancy, body mass index normal, unable to walk (hospitalization.) From 2013 to 2014 and normal delivery (live child) (childbirth on (B)(6)). Previously administered products included for an unreported indication: contraceptive from 1995 to 2012. Concurrent conditions included mass excision, genital discharge abnormality, low back pain, burning sensation, vaginal itching, vaginitis, vulvovaginitis, high temperature and bursitis (pelvic mass related to that pelvic abscess). Concomitant products included cefixime (flexeril) since 2018 for headache, oral contraceptive nos since 2013 for menses irregular as well as ethinylestradiol; levonorgestrel (lessina) since 2016 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("sever and persistent pelvic pain"), abdominal pain ("abdominal cramping/abdomen pain") and abdominal pain lower ("lower stomach pain/abdominal cramping"). In (B)(6) 2014, the patient experienced pelvic mass (seriousness criterion medically significant) and arthralgia ("joint pain/hip pain"). In (B)(6) 2015, the patient experienced headache ("headaches/head pain"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant) and staphylococcal infection (seriousness criterion medically significant). The patient was treated with chlorphenamine maleate; dextromethorphan hydrobromide; paracetamol; pseudoephedrine hydrochloride (tylenol cold) and surgery (mass/abcess removals on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the uterine perforation, device expulsion, staphylococcal infection and pelvic mass outcome was unknown and the arthralgia, pelvic pain, abdominal pain, headache and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, device expulsion, headache, pelvic mass, pelvic pain, staphylococcal infection and uterine perforation to be related to essure. The reporter commented: she had looking to essure removed as soon as she find one. One of another insertion date were provided in fu-up, on (B)(6) 2013. Current weight: (B)(6) lbs. Patient had done MRI on (B)(6) 2014. Reason for visit to doctor or other healthcare provider : essure implant, pregnancy (2011-2013). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: assess for tubal occlusion. She had postoperative follow up visit and a hysterosalpingogram that was consistent with e-sure placement within the tubes and total occlusion; on (B)(6) 2013: results: and short tubal occlusion. Essure was not in the correct location in both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received: events: pelvic mass and staph infection were added. Event onset date were added. Surgery was added. Concomitant drugs and conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.